Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had shocking/jolting sensations after going through a metal detector about "2 months ago". Within the past 3 days of the report, the patient had 5-7 hard shocks that felt like a heart attack to the patient. The patient was unable to neither turn off the device nor lessen the shocking. The patient sought care at the emergency room twice and was unable to be helped. It was further reported that the shocking did stop on its own. The patient was re-directed back to their physician. Additional information was requested.